Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 400 mg/dl. The customer states the insulin pump and glucose meter stopped at school then dropped down and then the insulin pump shut off and would not calibrate. The customer had no symptoms. The customer treated for the high blood glucose level with the insulin pump and food. The current blood glucose level was 88 mg/dl. The customer did troubleshoot and reconnected the insulin pump and glucose meter. The blood glucose level was 70 mg/dl and the sensor glucose was 52 mg/dl was treated with food and over corrected with the insulin pump by the school nurse, that¿s why the low blood glucose troubleshooting was declined. The insulin pump will not be returned for analysis.